Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 15293112.

Event description:
It was reported that the patient was not getting stimulation coverage in the low back due to lead migration. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure wherein the migrated linear leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted linear leads were not returned.